Event description:
Event description cpi received information that a patient with this endotak transvenous defibrillation lead (0064), was receiving inappropriate shocks, due to an insulation fracture. The rate sensing portion of the lead has been capped. The shocking portion remains active, and another cpi lead (0010)has been implanted.